Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system gave an error indicating x-rays were not possible. Upon further inspection, rse confirmed that there was a power outage at the hospital after that the equipment was lacking space and did not release the x-ray. Rse instructed the customer to save all the studies and turned the equipment on and off. After that, the system was returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no new malfunction of the error indicating x-rays were not possible. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating x-rays were not possible due to a full image disk. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.